Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of fault codes. The physician elected to explant the transvenous defibrillation lead during the same procedure. This report will be updated when further information becomes available.